Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the cardiac resynchronization therapy defibrillator exhibited vf due to emi oversensing. It was further noted that the patient had undergone a procedure for a/v fistula creation. No intervention was performed. The patient was stable.